Event description:
Clinic notes were received indicating that the vns battery could be going into "reserve mode" which would cause the generator to not control underlying seizure disorder, suggesting an increase in seizures was occurring. The device battery life was stated to be at 25%. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Generator replacement surgery occurred. The explanted device was discarded by the explant facility.